Manufacturer narrative:
The report received from our affiliate indicated that after dislocation of the catheter from the aneurysm, the coil was retrieved into the catheter. This was done without resistance; the coil was placed in an angle of 180 degree. By replacing the coil, "there was not a good response of the coil". The coil was "despiralized". The coil was completely retrieved into and removed with the microcatheter. There was no pt injury. There was a second coil (unk MFR) mentioned in the report but no add'l info was provided. Add'l info has been requested and will be submitted within 30 days upon receipt. This product will not be returned for eval and testing.

Event description:
Unraveled.